Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there are two different anchoring sleeve on this lead. The analysts noted that one of the anchoring sleeve with the windows on it moves freely. But the second anchoring sleeve with no windows doesn't move at all. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted implant, it was noted that the anchoring sleeve would not freely slide along the right ventricular (rv) lead body and was causing the insulation to buckle/accordion. The physician managed to remove the sleeve and try the secondary one packaged with the lead, however the physician remained uncomfortable with the amount of friction, therefore the rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID dvpc3d4 (serial: (B)(6)); product type: 0235-ICD; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.